Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was for going off program, the switcher level in the unit was getting stuck and it was hard to turn it on and off. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv), one device. The returned sample did not meet specification as received. A visual inspection was performed on the product and no damage was observed. The reported condition was confirmed. Suction lever is stiff but still functional. Stiffness of lever could be due to multiple sterilizations over a period of time. Mdu is still fully functional. The investigation isolated the failure to the suction lever assembly, but a root cause was not identified. If information is provided in the future, a supplemental report will be issued.